Event description:
The customer reported, "smoke" from the unit. The customer stated that one employee complained of headache when working around the unit. The employee did not see a doctor or require treatment. The customer did not provide further information about the employee. The asp field service engineer (fse) repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter assembly. He tested the unit, the unit met specifications.